Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - this lead was explanted and replaced (B)(6) 2019. During change out, it was noted old lead tip had a questionable screw extension. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring iegm showed what appears to be dislodgement. Lead remains actively implanted but will be evaluated further. No adverse patient side effects were reported. Should additional information become available, this file will be updated.